Event description:
It was reported that during a biliary stenting procedure withdrawal difficulties were encountered. The wallstent rx biliary was deployed successfully and the physician attempted to withdraw the delivery system. It was reported that it felt as though the delivery system was "stuck". The physician continued pulling and the stent was "pulled out". The procedure was completed by placing another wallstent rx biliary device. There were no reported pt complications or injuries.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.